Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received pump reset information from technical support and was assisted with resetting the pump. The caller planned to reset the pump once they had access to their charger.